Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined; however, this event was likely due to patient related factors and the progression of the underlying valvular disease pathology. It was noted that the patient has a history of ckd. Per the instructions for use (IFU), the safety and effectiveness of the carpentier-edwards perimount magna pericardial bioprosthesis has not been established for patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism). Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted approximately for nine (9) years and four (4) months, underwent a valve-in-valve procedure due to severe degeneration leading to severe aortic stenosis with regurgitation. The patient underwent a failed tavr procedure requiring aortic valve replacement three (3) days later. Redo mid sternotomy with redo aortic valve replacement using a mechanical valve was performed. She was discharged home on pod #10 in satisfactory condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.